Event description:
It was reported that during evaluation of the lot sample, blue particles were visualized in the device packaging. There was no reported patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: five sealed marquee disposable core biopsy instruments were received (samples 1, 3 to 5, and 7). Visual inspection confirmed that all samples were sealed; therefore, no decontamination was performed. Blue particles were observed within the sealed packaging. The returned samples were evaluated by the manufacturing team and inspected by a certified quality operations inspector in accordance with procedure. All samples passed inspection. The material observed within the packaging is not considered contamination, as it matches the cannula and stylet hub material, and the quantity of particles and size were measured to be within the acceptable limits defined. Therefore, the investigation is unconfirmed for the reported device contamination as all samples passed the inspection. A definitive root cause for the reported device contamination could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g2, g3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
During investigation of the returned sealed lot samples from the customer, it was reported that the device was found to be contaminated. There was no reported patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
During investigation of the returned sealed lot samples from the customer, it was reported that the device was found to be contaminated. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: five sealed marquee disposable core biopsy instruments were received (samples 1, 3 to 5, and 7). Visual inspection confirmed that all samples were sealed, therefore, no decontamination was performed. Blue particles were observed within the sealed packaging. The returned samples were evaluated by the manufacturing team and inspected by a certified quality operations inspector in accordance with procedure. All samples passed inspection. The material observed within the packaging is not considered contamination, as it matches the cannula and stylet hub material, and the quantity of particles and size were measured to be within the acceptable limits as defined. Therefore, the investigation is unconfirmed for the reported device contamination as all samples passed the inspection. A definitive root cause for the reported device contamination could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.